Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the rated balloon burst pressure." (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left brachiocephalic fistula. A 7.0x40, 75cm charger balloon catheter was advanced for dilatation. The balloon was initially inflated at 30 atmospheres for 3 minutes. Second inflation was at 30 atmospheres for 3 minutes followed by a third inflation at 30 atmospheres for 2 minutes. However, on the fourth inflation at 30 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Despite the balloon rupturing, the procedure was completed at the time for the final picture using the device. No patient complications were reported and the patient's status was fine.